Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The reported events, touch display black out and loss of image, occurred due to a faulty printed circuit board (cp). Additionally, error code e105 occurred due to faulty light emitting diode (led) unit. The cause of these defective components could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center had no image on the touchscreen and no image on the monitor screen. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Touch display blackout and no image on the monitor was due to faulty printed circuit board. Additionally, an error e105 was displayed intermittently with the ltf series scopes due to a faulty light emitting diode (led) unit. The wires were found corroded and there was heavy corrosion on the rear panel as well. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.